Event description:
Pt had falope-ring bands placed on fallopian tubes on june 5, 1998. Two weeks later, pt complained of left side pain. On june 19, 1998 the doctor examined the pt laparoscopically and found adhesions formed around both bands. The doctor removed the bands and cauterized the fallopian tubes.